Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged pump error 63 and unresponsive center select button found on (B)(6) 2021. Device passed the displacement test and self test. All buttons function properly. No pump error 63 noted during test. Device successfully downloaded to thus. Confirmed pump error 63 variable 3 was noted in the history download on (B)(6) at 00:24:28.000 due to broken trace u1 pin6 on keypad assembly. No stuck key alarm found in the history files or traces. Device passed the keypad voltage test. The j1 connector on electrical board 1 was locked properly during visual inspection. Device was cut open to perform visual inspection and no moisture or physical damage was found on electrical board 1, electrical board 2 or the motor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, scratched overlay, cracked case (battery tube), stained keypad overlay, and minor scratches on lcd window. In summary, customer allegation for pump error 63 was confirmed; however, unresponsive keypad/button was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failure alarm and keypad anomaly. Customer was able to clear the alarm and rewind the insulin pump. Insulin pump had passed self test. Customer stated that numbers were not ramping on their own. The scroll bar was not moving with no input. Centre button of insulin pump was unresponsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.